Event description:
Reporter indicated a patient's vns generator migrated as a result of patient manipulation (flipping the generator over). Surgery to replace the generator occurred, but the patient picked at the incision site which resulted in an infection with the new vns generator. These events were previously reported via MDR# 1644487-2005-00459; however, as two different generator products were involved, two different MDR reports should have been generated. MDR# 1644487-2005-00459 houses the serious injury event for vns model 101, sn (B)(4) and the current MDR report is for vns model 102r, sn (B)(4). The vns generator and lead were later explanted due to the infection, and reimplant of the vns therapy system was not planned due to the patient's psychiatric history. The patient later had a new vns therapy system implanted on (B)(6) 2011.

Manufacturer narrative:
Method: device manufacturing records were reviewed. Results: review of manufacturing records for the generator confirmed sterilization of the generator prior to distribution.